Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, few hours after positioning the patient and when the patient was not on treatment, leakage was observed in the silicon part of the catheters at the middle of the venous side extension tube. Betadine was the cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. Betadine was the cleaning agent typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Nothing unusual observed on the device prior to use. Flushing was done and no problem noted. No other defects/damages found on the product where the leak observed. No other products being utilized with the device. The catheter was not used. The catheter stayed in place for few hours after insertion and was removed as soon as the leakage was observed. No treatment was performed with this catheter. The first catheter was replaced with another one of the same lot and the second catheter that had the same issue, same event date and same patient was replaced with another one of different lot and the procedure was completed. Catheter replacement twice was the intervention/treatment required as a result of the event. There was very little less than 3ml of blood loss. Blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
D10 concomitant product: 8888145015, 8888145015 23/40 cmpalindrome kit ws, (lot#2201800115); 8888145015, 8888145015 23/40 cmpalindrome kit ws,lot (lot#2201800115). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.